Event description:
The customer reported that the nurse's are saying this unit is not alarming correctly. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the nurse's are saying this unit is not alarming correctly. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.